Event description:
Per the audiologist, the patient reported sudden onset of pain and decreasing loudness when using the cochlear implant system. There was no trauma reported prior to the sudden pain. Results of a CT scan were not reported. Results of an integrity test done in 2008, showed normal receiver/stimulator function. Reportedly, due to the pain, the patient has not worn the device since the end of 2008. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, november 04, 2008. Labeling.